Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment lower keyboard connector was unplugged. Analysis also found that the case, one side bail cover and the battery drawer were broken and that a lead flex cover was contaminated.

Event description:
It was reported that it was difficult to adjust the heart rate on the external pulse generator, that the knob adjustment was not sensitive. The device subsequently tested out of specification at the manufacturer. There was no patient involvement or complications reported as a result of this event.